Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed impact damage consistent with mis-handling. The power button cable connection was found disconnected. The device was recertified and returned to the customer. This report has been attributed to user mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.